Event description:
A malfunction was reported with the customer's pump, specifically displaying a malfunction code "malf 16". There was no adverse impact to the customer's blood glucose level. The technical support (cts) team confirmed that the pump was included in a field correction but the customer had not received the notice. Cts updated the email details and completed the necessary form for the customer. A replacement pump was sent, and the customer will use an alternate insulin delivery method in the meantime. Additionally, cts provided instructions on returning the defective pump, programming the replacement, and connecting the continuous glucose monitor. The customer acknowledged and understood all instructions.